Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, as a result, a definitive root cause could not be determined, and the customer's complaint could not be confirmed. Based on the results of the investigation, it is likely that the described issue was caused by a blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope had the unit cracked. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).